Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to an infection. The patient was given IV antibiotics and the device was explanted. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient is recovering at home and there have been no reports of further complications regarding this event.